Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02693. It was reported that during the patient lead revision surgery on (B)(6) 2019 (please see MFR. Report #s MDR-2019-08045 and MDR-2019-08048), the physician was unable to get past the scar tissue. In turn, the patient¿s entire scs system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02693.